Manufacturer narrative:
(B)(4). Additional information: the patient had peritonitis in (B)(6) 2007 due to bacterial infection (e. Coli) and was switched to hemodialysis, another episode of peritonitis was reported in (B)(6) 2009 due to staphylococcus aureus. No information was provided for remaining reported 2 episodes of peritonitis. No further information provided for event of eps causality from the reporter. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, suspect device info and manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Event description:
This report was received from global pharmacovigilance (gpv) and is a literature report from a meeting presentation from the (B)(6) of encapsulating peritoneal sclerosis (eps) in a patient subsequent to icodextrin therapy for peritoneal dialysis for treatment of end stage renal disease (esrd). On an unreported date, the patient began pd with extraneal for treatment of esrd caused by chronic glomerulonephritis. The patient received pd for approximately 131 months and experienced 4 episodes of peritonitis (cause not reported). On an unreported date the patient was diagnosed with esp. Diagnosis followed clinical symptoms of abdominal pain, fever, abdominal distension and anorexia (duration not reported). Pd was discontinued and treatment consisted of prednisolone (0.5mg/kg) and tamoxifen (20mg). Additional clinical data and treatment plan were not reported. This is case four of four from the same reporter. The outcome of this peritonitis event was not reported.